Event description:
During ins replacement surgery one of the setscrews would not come and one came out easily. The one setscrew would retract but once it was retracted it would not come out. Different wrenches were tried with no success. The impedance measurements were fine. It was clarified that multiple tries were attempted. Lubrication was also used. The lead was left in the ins and the extension was disconnected. The issue was considered resolved. It was confirmed that only one lead was able to be removed. The ins was replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# v016551, implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), product type: extension. (B)(4).